Manufacturer narrative:
The reason for this revision surgery was identified as lateral joint pain and crepitus after two years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: three for instability, two due to pain, and one was unspecified. The root cause for this revision surgery was lateral joint pain and crepitus. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had lateral joint pain and crepitus.